Manufacturer narrative:
B5-corrected info: reportedly the lens was implanted, removed, and replaced intraoperatively. The icl footplate was stuck under the plunger of the injector so it got torn off. Claim# (B)(4).

Manufacturer narrative:
H3. Device evaluation: the lens was returned in liquid in a micro-centrifuge vial. There was residue on the lens surface. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Explant date: unk. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl12.6 implantable collamer lens, -14.0/+1.5/078 (sphere/cylinder/axis) tore during insertion. There was no patient injury and a backup lens was implanted. This occurred on (B)(6) 2021.